Event description:
Procedure: CABG. According to the reporter: while trying to close the aorta, the suture kept shredding. Each suture that shredded was removed from tissue and surgeon began again with a new suture. Due to the sutures shredding tissue, damage to the aorta occurred. Bleeding occurred and surgeon had to use a graft to stop the bleeding. The amount of blood loss was not be reported. Or time was delayed approximately 1 hour. Medical history could not be provided. Patient is doing fine.